Event description:
During surgery the item fractured.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During surgery the item fractured.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: the device was returned in a used condition. The device was returned fractured. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have no been other similar events for the lot referenced. Conclusions: it was reported that the trial broke. The device was returned in a used condition. The device was returned fractured. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.